Event description:
Per mdrf, this system was removed due to infection. It was later replaced with another biotronik system. Cylos dr, MDR 1028232-2009-00310. Polyrox px 53-jbp, MDR 1028232-2009-00311.